Manufacturer narrative:
The implant date of (B)(6) 2003 is an approximate date. Only the year (2003) is known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they were leaking urine uncontrollably. The previous aus, which exhibited fluid loss, was explanted and replaced with a new aus consisting of a 5.0 cm cuff, pump and balloon. The explanted aus, which consisted of a 4.5 cm cuff, was originally implanted sixteen years ago. The explanted aus was retained by the hospital for review. The patient was reported to be doing well after the replacement procedure.